Manufacturer narrative:
G4: 12jun2020 b4: (B)(6) 2020. H11: b5: correction to problem statement: it was reported that when the ventilator was plugged in it's starts alarming, it does not turn on and the alarm cannot be shut off when connected to alternating current (ac) power. H10: the customer troubleshot with technical support and removed all power from the unit, and it continued to beep. The customer had been advised to connect to ac and turn the unit off by holding the power switch for 5 seconds and replace the power management (pm) board. Upon a follow up the customer reported that after replacing the pm board, the unit alarmed a check vent: battery failed. The customer troubleshot over the phone with the service engineer (se). The customer stated that the newly installed backup battery was on the shelf since 2017. The customer verified that battery shows the voltage at 9 volt direct current. The customer was advised to charge the battery overnight and verify if the battery is within passing specifications or replace the backup battery if charging fails. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported a ventilator with a battery failure alarm. There was no patient involvement.